Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported he thinks the laser could have caused a cut in the posterior capsular bag during fragmentation of the nucleus of the lens. The doctor is very experienced and has been working with this laser for many years and this is the first time this has occurred. The surgery was completed. The intraocular lens was implanted in to the furrow and not the capsular bag.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).